Event description:
During service by a baxter service technician, it was found that the safety clamp of a flo-gard infusion pump was out of calibration. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Visual inspection identified that the safety clamp was out of calibration. The cause could not be determined. To address this issue, the safety clamp was calibrated by inserting a safety clamp shim. The device was restored to good working condition and returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.